Manufacturer narrative:
H3. Device evaluation: customer report of stenosis was confirmed through observed calcification on the remaining leaflets. As received, the majority of all three leaflets were cut off from the valve. Cut off leaflet fragments were not returned. X-ray demonstrated commissure 2 was bent outward. X-ray also demonstrated heavy calcification on the remainder of leaflet 1 and moderate calcification the remainder of leaflets 2 and 3. Calcification evident on the remainder of the leaflets likely restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the remaining tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Wireform was exposed on all three commissures. Sewing ring was cut in multiple areas around the valve and exposed the metal band underneath. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for two years, six months was explanted due to severe stenosis. The valve had a mean gradient of 30+.